Event description:
Physician reports the lens was removed and replaced without complication, due to the improper iol power implanted initially.

Manufacturer narrative:
The lens was received for evaluation. The results of our analysis shows the lens met all manufacturing specification. The diopter measured 23.5 and is correct as labeled. Our investigation into this event reasonably suggests that it is not manufacturing related.